Event description:
It was reported that while inserting the 9th coil (orbit galaxy-640cx2535/ 13500540) into the excelsior sl10 (mc) microcatheter (boston scientific), the coil kinked and the coil could not be push anymore. The coil was replaced with a new one (orbit galaxy-640cx2535/lot unk) and the procedure was completed with no further issues. The physician noted that the procedure was conducted in accordance with the IFU and the constant flush had been maintained. There was no patient injury reported. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. The touhy or stopcock was closed to secure the introducer and prevent movement of the introducer, and not damages were noticed on the introducer after the coil was inserted. After the product was removed from the patient, the coil (unraveled/stretched, kink, bend, fracture separated, etc) or delivery system/introducer damaged (fracture, separated, kink, bend, etc) was not damaged, and the coil remained attached to the delivery system. Prior to the event, 8 other coils (details unknown) were placed in the target aneurysm with no issues noted. The procedure was coil embolization of the vertebral artery that was not calcified and not tortuous. The product will be returned for evaluation, and no further information was provided.

Manufacturer narrative:
Please note that after further review there was no damage to the coil, thus the event does not meet the criteria for reporting. No further information will be submitted.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil was found kinked at 5.5 and 8cm from the body fuse. The gripper and embolic coil were found without damage. The embolic coil and the gripper were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil, kinked/bent in patient" was not confirmed during the microscopic analysis. The cause of damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents products from leaving the facility when damaged. It is possible that procedural factors may have contributed to event reported during procedure and conditions of the received unit. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.